Manufacturer narrative:
Product event summary: at analysis the stated reason for return of "broken touch pad" was partially confirmed, the keyboard was working correctly however the hinges were broken. The reason stated in the follow-up response that the stylus and cursor were not working together was not confirmed or indicated in any way during analysis. It was additionally noted that the power supply was working but that the fan inside the power supply was damaged (some fan blades were missing), there were errors found in the software update history and during functional testing it came out that the microphone was broken. Both keyboard hinges, the power supply and the microphone were replaced, new software was installed, the device was cleaned and it then passed its electrical safety was well as all final functional and systems tests.

Event description:
It was reported that the programmer had a broken keypad. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported via follow-up that the cursor and the stylus were not working together.